Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The stent dislodgment was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. In this case, it is possible that inadvertent mishandling during unpacking or preparation contributed to the dislodged stent; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, return device analysis found that there were visible crimp marks on the balloon where the stent was initially crimped, indicating that the stent had dislodged. No additional information was provided.

Event description:
It was reported that when opening the package of the 3.50x38mm xience skypoint drug-eluting stent, the stent was not on the balloon nor inside the dispenser coil. A 4.0x38 xience stent was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.